Manufacturer narrative:
(B)(4). Date sent: 05/08/2018. Only event year known: 2018. Batch # unknown.

Event description:
It was reported that the tyvek part of the packaging has a pin-sized hole in it. It was unknown if a procedure was involved. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch #: p94h3t. Device analysis: the analysis results found that er320 device was returned inside its package unopened. Upon visual inspection, it was observed that the tyvek from the packaging was damaged; it was noted to have holes in the tyvek, the holes was noted to be from the outside in. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. The reported complaint was confirmed. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.